Manufacturer narrative:
Following the reported incident, the customer performed troubleshooting on the system including swapping its cables, but could not duplicate the issue. The customer's glidescope core 10-inch monitor was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported image issue. When connected to verathon's test equipment, the monitor produced a normal image and no failures were found. The customer's monitor passed verathon's device functionality testing and confirmed to be within specification. Neither the cable nor the laryngoscope connected to the monitor during the reported incident were made available to verathon for evaluation. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure using a glidescope core 10-inch monitor, the image froze during intubation. It was reported that after the screen became unresponsive in the middle of the intubation, a nurse wiggled the cable which caused the image to return, and the device resumed function. The procedure was completed after the device resumed operation. No delay in the procedure or harm to the patient was reported.